Event description:
It was reported while using bd alaris secondary set components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage of etoposide chemotherapy from disconnection of tubing at the base of the drip chamber at the completion of the infusion through secondary add a line.

Manufacturer narrative:
Investigation summary: a (B)(6) sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22019141. The feedback provided by the customer suggests separation had occurred at the drip chamber spigot, resulting in the leakage of chemotherapy medication. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22019141 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(6) product in the international market over the past 12 months.